Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-97774.

Event description:
It was reported that insulin from the reservoir leaked. However, by the end of call the customer stated that insulin was not coming out of the reservoir, but insulin squirted out at the end of the infusion set. The mother also stated that the customer did not feel well a month ago and was vomiting. Then the customer went to the emergency room, but the blood glucose was fine. The mother stated that they were going to remove his appendix, but instead he just left the hospital and walk out. The customer's blood glucose reading at time of call was 72mg/dl. No further information was provided.